Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, high pacing impedance, high capture threshold and noise resulting in oversensing was noted on the right atrial (ra) lead. The physician determined the ra lead was incorrectly inserted into the device header during the revision procedure. After reconnecting the lead to the header correctly, the electrical anomalies were no longer present. The physician did not allege a malfunction against the ra lead. The patient was in stable condition following the procedure.